Event description:
At shift change when lines were checked and traced, the extended dwell catheter (edc) was functioning correctly. When doing care with patients it was noted that the edc line had separated from the catheter. Dressing was still intact, and the catheter separated just distal to dressing. Reported to clinical nurse (cn) immediately. Cn removed edc, and noted the entire catheter was removed. No further complications with insertion site. Manufacturer response for catheter, intravascular, therapeutic, short-term less than 30 days, neomagic (per site reporter). Emailed, no response yet.